Event description:
During use of the smartflex stent delivery system, the outer sheath of the catheter could not be retracted in order to release the stent correctly. The outer sheath broke off and the stent was released unintentionally in the common iliac artery instead of the femoral artery as intended. No patient consequences reported. The age and gender of the patient is unknown. The product had been stored, prepared and handled according to the IFU. There were no anomalies noted during preparation of the device. The procedure was a contra lateral stent placement in the femoral artery. The lesion had been pre-dilated with an unknown balloon. Due to the described problems the stent was placed in the common iliac artery unintended. The stent fits well into the common iliac artery without any expected complications. Therefore there was no attempt to remove the stent.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The product was received on december 4, 2013. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of the smartflex stent delivery system (sf06200mv / lot 1317511), the outer sheath of the catheter could not be retracted in order to release the stent correctly. The outer sheath broke off and the stent was released unintentionally in the common iliac artery instead of the femoral artery as intended. Therefore there was no attempt to remove the stent. The product had been stored, prepared and handled according to the IFU. There were no anomalies noted during preparation of the device. The procedure was a contra lateral stent placement in the femoral artery. The lesion had been pre-dilated with an unknown balloon. There was no reported patient injury. The returned system was received wrapped in a tight coil, bound with a twist tie, and packaged in two plastic bags and shipped in a (B)(6) box. It was observed that the outer sheath/female luer bond was broken, several kinks along the effective length of the braided outer sheath tubing component were also observed on the returned sds the female luer component was inspected for the presence of uv adhesive and it was determined that the amount of uv adhesive at the outer sheath/female luer bond of the returned product is typical for the smart flex system product. A review of the device history record was performed by bmt, manufacturer of the stent delivery system subassembly, no anomalies were found. The reported failures by the customer as¿ outer sheath/separated¿ and ¿stent delivery system (sds)/ deployment difficulty-premature/in patient¿ were confirmed due to the device received and according to analysis report it was determined that the failures in the bond joint between the sheath and the handle of the stent delivery system, which led to stent misplacement, was caused by user error in that deployment of the constrained stent was forced after resistance was felt by the user. The observed kinks are consistent with other returned smart flex system and were most likely caused by the packaging and shipping method. The device did not present any obvious indications of manufacturing defect or anomaly. Corrective or preventive actions are not required on this time with the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, the patient¿s difficult anatomy and procedural manipulation may have contributed to the reported.